Event description:
It was reported that rv lead dislodgement, high capture threshold and impedance issue were observed. It was suspected that lead dislodgement was a result of device migration. When repositioning was unsuccessful the lead was explanted. No adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.